Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field oversensing on the patient¿s right atrial (ra) lead. Programming changes were made to address the over sensed signal. There were no patient consequences.